Event description:
At the recommendation of a pediatrician, I purchased a bedwetting alarm for my son. The alarm was only used for one night and the very first night, the alarm got very hot and the two batteries that are in there leaked out. The hot battery acid burnt my son's neck and chest. The alarm was on him for only 45 mins before this incident happened. Although this is only 4 days ago, the burns have left scars on his neck where the alarm was placed. The overall experience was very bad as my son was burnt with this alarm.